Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ipg). It was reported that the patient had health issues unrelated to the device that had caused them to become bedridden. They had developed a pressure ulcer over the ipg. The ipg site got infected and the system was explanted. The system was discarded by the customer with no plan for replacement in the future. The issue was resolved at the time of the report. No further complications were reported or anticipated.